Event description:
It was reported that the vertical lift column on the 9800 system would not work. Also the cine would not work, there was no fluoro and would not save images. No pt injury was reported.